Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged complaint of the end user experiencing a burning smoke odor emitting from the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed pil is unable directly address the symptoms outlined in the complaint. Pil can confirm that there was evidence of sound abatement foam degradation/breakdown observed in the base unit pil performed an internal investigation. The base unit was found to have unknown dust/dirt/fiber contamination throughout the device internals. Moderate dust contamination was observed on device pca. The blower grommet, blower outlet bellows, blower housing, and air inlet seal appear discolored. There are mineral deposits present on motor casing. The insulation on one of the blower motor wires seems to have been damaged exposing the wire bundle. Secondary findings was not observed and there was no error code found.